Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on (B)(6), 2010. According to the complainant, during the procedure, they deployed the clip however, the clip would not release from the catheter. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. Attempts to obtain more complete information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 272 mg/dl and 133 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.